Event description:
It was reported that there was fluid coming from the gantry. Found rotating gasket frozen solid causing copper fluid lines to twist and rupture. The rotating coupling water joint in the c-arc failed. No injury was reported.

Manufacturer narrative:
The root cause of the rotary joint failure resulting from a rotation lock/jam is most probably due to a manufacturing shift. This failure mode was revealed by stiffener introduction on the system. This was identified as an early life failure. The stiffener was removed from forward production systems and will be removed prior to installation for systems pending install. For the installed base, the stiffener will be removed during corrective maintenance of the water coupling system for systems already installed. At the site, the stiffener rod was removed. This site has been repaired and placed back into use.